Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient had arrhythmia and was syncopal due to the under detection of the implantable cardioverter defibrillator (ICD). The device ventricular tachycardia (vt) zone was programmed too high and did not detect the patient's vt episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.